Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that 3 distal locking screws backed out of plate causing fixation to collapse. Revision surgery was done to replace plate with another variax distal radius plate.